Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital to evaluate persistent symptoms of shortness of breath. When the device was interrogated, it was found to have an alert indicating the remaining longevity was 7 months. The device had been implanted for only one month. Device data was submitted to technical services for review. Engineering review found the device had exhibited an unexpected high power condition, with a sudden spike occurring on (B)(6) 2018 to (B)(6) 2018, with a gradual decrease since then. However, the average power consumption was 509microw while the expected power use is around 29uw. There were no resets or faults recorded in the device memory. The reason for the high power usage was unknown; therefore, device replacement was recommended. Three days later, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.